Manufacturer narrative:
(B)(4). The device was received and sent to atricure engineering for analysis. Upon reviewing the device, it was found that there was lateral movement of the end effector (left - right) after locking out the articulation function. After further evaluation it was found that the top gear in the device handle where the tensioning of the (left-right) articulation cables occur, the articulation cable that goes on the bottom of the gear had marginally pulled out of shrink tube but still managed to remain underneath the screw anchoring point on the gear. Since the cable did not entirely pull out of the shrink tube, it did not cause complete loss of control for the (right-left) articulation function, but it only created some additional movement that could not be readily identified.

Event description:
It was reported during a minimally invasive ablation procedure once the articulating head was in locked position, it clicked and moved. It would lock, but then slipped when positioning. The clip was still placed and the patient outcome was not affected.